Event description:
Haemonetics received a complaint on (B)(4) 2013 for an orthopat device with the description "ruptured disc." No patient or operator injury reported.

Manufacturer narrative:
The device description initially did not meet the reporting requirements for MDR. Upon device evaluation on (B)(4) 2013, fluid ingress was discovered inside the power supply. The fuse blew due to the ingress. The device was upgraded to the current fluid ingress remediation and repaired. Device has been returned to the customer. (B)(4).